Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing in the secondary vector. The physician reprogrammed the s-ICD to the primary vector and it remains in service. No adverse patient effects were reported.